Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition may have occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device did not pass the evaluation according to the service manual, alarming with the message "circuit disconnected", low min vent, low_tidal_volumen" and remains alarmed, it will be necessary to validate the air flow and pressure system, in particular the blower, valves and hoses. It also displays error codes with references to those already mentioned. It is not necessary to replace the batteries.